Event description:
Pt had surgery for a herniated disc l4-5 in (B)(6) 2003. Complaining of leg pain and swelling that is coming from abnormal bone growth on the front of her spine. This growth affects the valves in her legs. An attorney informed her about the recall.